Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient was seen at the clinic for an implant check after hitting his head over the implant site. Hearing performance with the device was adversely affected and the implant housing shifted and was further posterior from the pinna. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen at the clinic for an implant check after hitting his head over the implant site. Hearing performance with the device is adversely affected and the implant housing shifted and is now further posterior from the pinna.